Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a bladder stimulator before, but it was removed due to infection and kidney damage. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that they could not remember when the infection and kidney damage occurred as they had two strokes and couldn't remember dates other than they had the device removed in a week because of the infection (murcery). The circumstances that led to the cause of the infection and kidney damage was that they couldn't control their kidneys anymore and had to wear a diaper all the time. They also had lots of pain. Patient further reported that the infection and kidney damage had not been resolved as there was no cure for it as the damage had been done to their kidney. No further complications were reported.